Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user experienced a low blood glucose of 2.8 mmol/l. The customer treated their low blood glucose with glucose. The customer's father alleged the insulin pump was over delivering insulin. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode was on but the father is unsure if it was active at the time of the incident. No harm requiring medical intervention was reported. The customer's blood glucose at the time of the call was 6.8 mmol/l. The insulin pump will not be returned for analysis.